Event description:
The customer contact reported the patient received less medication than intended. At an unspecified time, the device was programmed in the continuous only mode to delivery dilaudid 1mg/ml, at a rate of 4mg/hr, with a volume to be infused (vtbi) of 45ml, and a container size of 50ml. On 11/20/06 at 1430, the delivery was initiated. On 11/21/06 at 0139, the device alarmed for "empty container." At that time, the nurse noted the display indicated that 45ml was delivered; however, 45ml remained in the solution container. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.